Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 41541. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. D9. Date returned to mfg: 08-jan-2025. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer reported problem: error code 41541. Reported problem confirmed with event logs history. Reported problem was not duplicated. Contamination found around the latch/lock area and at dso (downstream occlusion) sensor area and at the bottom of the rear case. The probable cause of the reported problem was contamination. Lcd lens was scratched. Replaced latch/lock, flex sensor, and dso sensor. After repair all functional test of the pump passed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.